Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). The aquabeam robotic system's treatment log files were reviewed, which confirmed no malfunction occurred. The review of the treatment log files revealed that the aquabeam robotic system functioned as intended, as no malfunction was observed during aquablation therapy. A review of the device history record (DHR) for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed. 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bladder or prostate capsule perforation. 8.20 sterile: caution: throughout the entire procedure, at the treating physician¿s discretion, bladder over-distention should be monitored at all times. If over-distention occurs, aspirate using the foot pedal. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bladder perforation as a potential risk of aquablation therapy. The treating surgeon attributes the bladder perforation to the bladder being over-pressurized during aquablation therapy or hemostasis. Based on the review of the information provided, plus a review of the treatment log files, DHR, and IFU, the event is considered not to be device related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that patient sustained a bladder perforation. The treating surgeon placed a catheter and did not initiate continuous bladder irrigation. The patient was discharged the next day with a foley catheter. The foley catheter was removed on (B)(6) 2025 and the patient was reported to be doing well and voiding well. The treating surgeon is unsure as to the exact cause of the bladder perforation; however he believes it may have been due to bladder over-distension during aquablation therapy or focal bladder neck cautery.